Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated during in-house testing of retain device lot t12165n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors; all tni results <0.05ng/ml. Manufacturing batch records for lot t12165n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.

Manufacturer narrative:
Investigation pending.

Event description:
Customer reported high troponini (tni) on triage with one patient. On (B)(6) 2021, (B)(6)-year-old male patient presented to emergency center with hypertension. Initial triage test (drawn (B)(6) 2021 7:50am), tni = 0.13. Re-draw (no time provided but draw on same day, test was ordered at 8:56am, resulted at 10:00am), resulted in an error code, e1. Same re-draw sample repeat testing, tni = 0.05. Reference range: 0.0-0.05, critical (test to be repeated): >/= 0.06. Confirmatory testing (possibly from 2nd draw used) tni = 0.012 (method/instrument not provided, reference range: 0.012-0.033). EKG was normal. Patient not diagnosed with mi and patient not admitted. No procedural issues identified. Myo lab results: initial=259, re-draw, repeat=220.